Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she could not get the patient programmer (pp) to work. When she tried to increase stim, she got an icon. She was on program 1 at 0.0v. The patient thought she might have pressed some buttons to get the upper limit screen she was seeing. Patient servies helped the patient and it was changed to program 2 and she was able to increase stim to 1.5v and she felt stim. She was not feeling it before. Also, she wanted to know if she had to turn off her device at night. Additional information from the consumer reported that she was unable to void on her own. There was no fall or trauma that was related to this issue. She used the programmer and verified that stim was on. She was on program 2 at 1.5v but was not sure if it was helping so she decreased it to 0.9v. She increased it to 1.2v which was strong and comfortable sitting, standing and walking. She was aware that if it became uncomfortable, she was to decrease it. Her symptoms were worse as she used to have some natural flow but she had none at the time of report and she had to push a lot to void. She planned to follow up with the managing physician to let them know she did not have symptom relief. Her indication for use was urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.